Event description:
A trained and certificate therapist was training a pt with a spinal cord injury on the lokomat. It was a recurrence training of the pt. After a few minutes of training the foot of the pt got gaught on the treadmill during the beginning of the swingphase. The tension of the lower leg caused by the treadmill made the tibia of the pt to break.